Event description:
Patient reported obtaining back-to-back blood glucose results of 215 mg/dl and 517 mg/dl, while using the suspect device. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. While on the line with technical support, patient was unable to locate the value of 215 mg/dl in the device memory. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement was shipped.